Event description:
According to the reporter: the customer claims that the suture started to unravel the next day and then the wound completely dehisced. Pds suture was used to re-close the incision. The case was delayed more than 30 minutes.

Manufacturer narrative:
(B) (4). (B) (4).